Manufacturer narrative:
The account found the CPR switch on the hard drive was stuck. The account replaced the head drive to repair the bed.

Event description:
The account alleged that the head section drifted just a bit.